Event description:
Hours after the cardiac surgery, the left radial art line was noticed to be leaking. Upon inspection of the site at the bedside, it appeared as though the arterial line hub became separated from the catheter itself. As a result, almost the entirety of the 6" catheter was retained in the patient's left radial artery. On physical exam, a left radial pulse was present, and the hand appeared warm and well-perfused. Vascular surgery team was consulted. Bedside ultrasound was obtained which showed that the artery remained patent. The patient was taken to or by hand surgery for removal of the foreign body.